Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries were not charging on patient floor but did charge in the workroom.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1(event site telephone number) is wrongly added in initial emdr. The e1(event site telephone number) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse corrected the connector to the power supply by reseating the connector and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a